Event description:
It was reported that patient underwent a replacement surgery of his inflatable penile prosthesis (ipp) due to erosion around cylinders. Device developed a fluid loss. All components were explanted. A new spectra penile prosthesis (spp) was implanted in the right corpora. Physician elected not to implant both cylinder due to distal lateral corpora on the left side was too thin. No adverse patient effects.